Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, on insertion on right internal jugular vein, after insertion and flushing all the ports, blood kept on coming back from the 3rd lumen (central venous access/drug port) inspite of blocking the line with the lock provided on the port. While also flushing, it was also found that the port was leaking at its entry point far away from the lock, at the junction of extension tube and bifurcate. The catheter was changed with a new one and was reported to work fine. There was no reported patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one . A visual inspection of the returned product noted: the catheter appeared intact. A functional evaluation found that a test guide wire was inserted in the lumen, no occlusion noted. The catheter was submerged into a water bath. The ends were clamped, and a syringe was used to inject air to observe leakage. No air bubbles were present. Both extensions were tested with acceptable results. The catheter was examined under a microscope, not abnormalities were observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, on insertion on right internal jugular vein, blood kept on coming back from the 3rd lumen (central venous access/drug port) inspite of blocking the line with the lock provided on the port. It was reported that a crack was observed. While also flushing, it was also found that the port was leaking at its entry point far away from the lock, at the junction of extension tube and bifurcate. Nothing unusual was observed prior to use. No other products are utilized with the device. The catheter was changed with a new one and was reported to work fine, no intervention was done as there was just a minor leak. There was no reported patient injury.